Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor did not make a connection. Upon removing the sensor, there was no electrode. The sensor will be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor cannula was bent and retracted inside of the sensor. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. Unable to confirm the needle anomaly due to the customer did not return the needle.